Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: two hundred customer samples were received from the customer facility for evaluation. Tubes were inspected with 0 visible defects. Twenty customer samples were draw tested. All tubes were within specification limits. The manufacturing records were reviewed with no issues being found. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the testing of the sample.

Event description:
It was reported that bd vacutainer® plastic ppt molecular diagnostics tube during the draw blood filled up around the cap and leaked out. No injury or medical intervention reported.